Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent high and low impedance measurements. A revision procedure was performed; wherein, the lead was surgically abandoned and a new lead was implanted. During procedure, visual inspection noted that the lead body and insulation appeared to be damaged. No additional adverse patient effects were reported.